Manufacturer narrative:
A ge service representative performed an on site investigation. The workstation single board computer was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system was not turning on at all. There is no report of death or serious injury associated with this complaint.